Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell one on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated that a supply bag had become disconnected from the cassette supply line. The technical service representative (tsr) had the hp cycle power to clear the alarm. The tsr had the hp disconnected from the set up and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported alarm was determined to be the supply bag disconnected from the line without falling. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.